Event description:
It was reported that 3cg confirmed PICC placement on (B)(6). On (B)(6), patient was having arrhythmias so cxr was ordered. On (B)(6) radiologist states PICC was long and had them pull PICC back 9cms. Question is why did 3cg show it was good placement. At first this was just a simple education question, now the management is questioning weather 3cg is accurate and reliable. Additional info: patient having arrhythmia after PICC placed which was confirmed by 3cg. Cxr completed and PICC was malpositioned in the r atrium. It was determined additional 3cg education should be provided along with landmark measuring techniques. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a malpositioned catheter is inconclusive due to the state of the returned sample. One photograph of an ECG printout was returned for evaluation. An initial visual observation of the photograph showed what appears to be a normal ECG as well as an ECG with an elevated p-wave. No negative p-waves were observed in the ecgs in the returned photograph. While the returned photograph shows an ECG with the expected waveform for good positioning of the catheter tip, it was not possible to confirm improper catheter tip placement from the returned photograph. It is possible that the stylet was not positioned properly within the catheter during placement, or that the catheter tubing repositioned after placement due to manipulation of the catheter or inadequate securement of the catheter. However, inspection of the returned photograph was insufficient to confirm a malpositioned catheter or determine the root cause of the reported event. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3cg confirmed PICC placement on (B)(6). On (B)(6), patient was having arrhythmias so cxr was ordered. On (B)(6) radiologist states PICC was long and had them pull PICC back 9cms. Question is why did 3cg show it was good placement. At first this was just a simple education question, now the management is questioning weather 3cg is accurate and reliable. Additional info: patient having arrhythmia after PICC placed which was confirmed by 3cg. Cxr completed and PICC was malpositioned in the r atrium. It was determined additional 3cg education should be provided along with landmark measuring techniques. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 3cg confirmed PICC placement on 9/9. On 9/11, patient was having arrhythmias so cxr was ordered. On 9/11 radiologist states PICC was long and had them pull PICC back 9cms. Question is why did 3cg show it was good placement. At first this was just a simple education question, now the management is questioning weather 3cg is accurate and reliable. Additional info: patient having arrhythmia after PICC placed which was confirmed by 3cg. Cxr completed and PICC was malpositioned in the r atrium. It was determined additional 3cg education should be provided along with landmark measuring techniques. No other information was provided.